Manufacturer narrative:
The investigation of pump stop and hemolysis has been completed. The impella device was not returned for evaluation. Data log reviewed: motor current (mc) spike observed before pump stopped, at same time purge pressure rose. Pump wasn't able to restart. No placement signal trend observed. The cause of the pump stop issue most likely was biomaterial ingestion based on mc spike and high motor current pump stop observed in data logs. Hemolysis issue reported on 11/29/2024. Product not returned. Data logs and implant/explant of pump 12/7/2024 to 12/13/2024. Timing of hemolysis unclear and lack of clinical details. The cause of the hemolysis issue cannot be determined since complaint device not returned for analysis and insufficient clinical data provided. Instructions for use: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ b3 date of event erroneously entered on the initial manufacturer device report number 1220648-2025-26937. G1 reporting contact facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26937. G2 report source; study was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26937. H10 incomplete instructions for use were provided on the initial manufacturer device report number 1220648-2025-26937.

Manufacturer narrative:
The device was not received for evaluation. If the device or new information is received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 50 year old male patient with a cp pump placed to support cardiogenic shock. The patient had previously been admitted and found not to be compliant with meds or lifevest use. The patient had persistent ventricular tachycardia (vt) and cardioversions and was placed on the cp for support. The cp supported for 6 days and was explanted and supported by ECMO. Abiomed later received a notification from long-term outcome and quality indicator (loqi) reported upon a pump stop/no flows that could not be restarted and hemolysis/renal failure with a "possible" relationship to the cp use. The patient survived the procedure.